Manufacturer narrative:
This device is not approved/marketed in the us, but is similar to a device that is approved in the us under k050438. Other relevant device(s) are: software (B)(4) fusion ent app; upn (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that when the em straight probe was verified on the ent application, the screen turned blue. Verification was attempted again after a system restart but the issue recurred. There was no patient present when this issue was identified.